Manufacturer narrative:
This is a final report.

Event description:
Per the audiologist's report, the pt has lost a significant amount of weight and the magnetic attraction between the internal magnet and the external coil may have become too strong. Early in 2007, the pt reportedly was seen by the surgeon due to extrusion of the internal magnet. The wound was treated (type of treatment not specified). The pt continued to use the cochlear implant system without a magnet, clipping the external headpiece to her hair. The surgeon's office received a call from pt's primary care physician (no date provided), reporting that the implant had begun to extrude. The pt's device was explanted in 2007. No reimplantation surgery is planned.